Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the proximal edge of the stent had its struts lifted and bent back distally. This type of damage is consistent with the proximal edge of the stent getting caught on a foreign object during withdrawal from the patient. No kinks were present along the entire length of the shaft. An examination of the distal tip section of the device found no issues with its profile. A product mandrel was inserted through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The complaint indicates that the lesion was bifurcated. The dfu contraindicates the use of this device in lesions involving a bifurcation. The most probable root cause is "use error" because the device was not used in accordance with the directions for use (dfu). (B)(4).

Event description:
Complaint is reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, the stent could not cross the lesion. The index procedure treated the 2.5x11mm, 70% stenosed diffuse and heavily calcified target lesion located in the bifurcation of the moderately tortuous left circumflex (lcx) artery. The physician pre- dilated with a 2.5x15mm non bsc balloon and attempted to place a 2.75x18mm non bsc stent but was unable to cross the target lesion. An attempt was then made with a 2.5x16mm veriflex (liberte) bare metal stent, but again was not able to cross the target lesion. Next a 2.5x15mm non bsc stent was used and was able to successfully cross the lesion. No patient complications occurred and the patients' condition was listed as "stable". However, analysis of the returned product revealed that there was stent damage.